Manufacturer narrative:
The impella device was not received from the customer as the patient expired on support. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was on impella cp support. During support it was reported that the right leg was mottled. Hypotension continued the next day and the right leg was very mottled. Additionally, it was noted that the patient's lactate continued to rise. Fulminant organ failure, and acidosis inhibiting mechanism of action of medications. Ultimately, care was withdrawn and the patient expired.